Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® dryseal flex introducer sheath instructions for use (IFU), adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result. (B)(4).

Event description:
On (B)(6) 2018, this patient underwent treatment of a thoracic aortic aneurysm with conformable gore® tag® thoracic endoprosthesis using a gore® dryseal flex introducer sheath. The sheath was inserted from the left femoral artery. After the device was implanted, it was reported that dissection of left external iliac artery was observed. A bare metal stent was implanted to repair it. It was reported that the access vessel was narrow and calcified. This is thought to be a factor in the occurrence of the dissection, although access vessel diameters were not provided to gore. There was no information about resistance during the advancement or withdrawal of the sheath. The patient tolerated the procedure. No further information is available.